Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 500 mg/dl with large ketones on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and bolusing via the pump to address the elevated bg. Reportedly, treatment resolved the issue, however, multiple attempts were made to obtain the release date of the customer but no response was received. No additional information was obtained.